Event description:
A report was received from (B)(6) stating that there was a sys error alarm on the 840 ventilator. There was no pt involvement reported.

Manufacturer narrative:
The covidien service engineer (cse) inspected and verified the malfunction. The cse changed the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the software. The unit then passed extended self-testing. (B)(4).